Event description:
It is reported that the pt was revised due to the plate breaking.

Manufacturer narrative:
Evaluation summary: if the pt's bone was not properly reduced during the time of surgery, then the bone may not have properly healed, resulting in subjecting the implant to additional loading and eventual product failure. However, based on info provided, the definitive root cause of this plate breaking cannot be established. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.